Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in clinic for follow-up. Upon device interrogation, the right ventricular lead exhibited high capture thresholds and low pacing impedance; it was also noted that the lead had a reading of low impedance from (B)(6) 2015. The patient stated feeling light headed occasionally. The device was reprogrammed. The patient's condition was stable.